Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. The 2.75x32mm promus element stent was successfully implanted. Following post-dilation of the stent it was noted that the implanted stent was deformed. The damaged stent tacked up with an additional unknown stent. No additional patient complications were reported and the patient status is fine.

Event description:
It was further reported that the device was a 2.75x32mm promus element plus, not a promus element as previously reported.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).